Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the archive data review. The root cause of the reported complaint was the defective processor board due to wear and tear as the processor board was replaced in may 2016. During the visual inspection, unrelated to the reported complaint, the front enclosure was observed cracked. This physical damage was likely due to user mishandling, such as a drop. The front enclosure needs to be replaced to address this issue. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective processor board (pca) needs to be replaced to remedy the fault. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) on the customer's reported event date, thus confirming the reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with sn (B)(6). Ccr (B)(4) reported on (B)(6) 2016, the processor board was replaced to remedy the complaint of the "system error, out of service, revert to manual CPR" error message. E1, initial reporter name and address.

Event description:
During deployment for patient use, customer reported that the autopulse platform (sn (B)(4). Displayed "system error, out of service, revert to manual CPR". Following this, a second autopulse platform was used to finish the call. No consequences or impact to patient.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.